Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had limited battery capacity that the remote monitoring has been disabled. Moreover, a save to disk for analysis was done in which result showed there was no low voltage fault declared but it was noted that the device was depleting in a manner consistent with the low voltage (lv) capacitor advisory. In addition, the device hardware was not detecting the loss of battery energy, hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. Furthermore, the device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The b2 field has been updated. Patient code 3191 captures the reportable event of surgery. The returned implantable pulse generator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had limited battery capacity that the remote monitoring has been disabled. Moreover, a save to disk for analysis was done in which result showed there was no low voltage fault declared but it was noted that the device was depleting in a manner consistent with the low voltage (lv) capacitor advisory. In addition, the device hardware was not detecting the loss of battery energy, hence, the battery status indicator was not reflecting the depletion condition and were inaccurate. Furthermore, the device was explanted and was returned for analysis. No additional adverse patient effects were reported.